Event description:
Customer reported a cracked infusion adapter, in which the spike broke off. The infusion adapter was inserted in a 250 ml bbraun excel infusion bag of taxol which was prepared in the pharmacy and hand delivered to the inpatient room when the leak occurred. The entire dose was lost and a chemo spill kit was used.

Manufacturer narrative:
The reported event involved a preparation of taxol and investigations are currently on-going to determine possible interactions between the drug, the specific type of bag and the phaseal infusion adapter.